Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 419478 lead, implanted: (B)(6) 2010, other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 /(B)(4)/ model #: 1420/expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-15. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm followed by a pump stop during heart transplantation surgery. It was suspected the driveline may have been nicked accidentally as the surgeon was performing the sternotomy. The ventricular assist device (vad) was removed for purposes of the heart transplantation and all associated devices were taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. One pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Analysis of the controller log files revealed on electrical fault alarm logged on (B)(6) 2019 at 07:31:38 and two vad stopped alarms logged on (B)(6) 2019 07:33:38 and 07:33:40. The alarms were indicative of an open phase on the front stator, as well as an overcurrent condition on each stator leading to a pump stop. As a result, the reported event was confirmed. Of note, it was reported that the driveline may have been nicked accidentally during the transplant surgery. Based on risk documentation, a possible root cause of the observed open phase can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the available information, a possible root cause of the overcurrent conditions and pump stop may be attributed to damage to the driveline wires, leading to a short circuit. Additional products: serial or lot#: (B)(4); concomitant medical products: yes, return date: 25-mar-2019; device evaluated by MFR: yes; dev rtn to MFR? Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was suspected that the bovie electrocautery device was not completely grounded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.